Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 was failed to open. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 1 was not opening. A field service engineer (fse) remotely logged into station and confirmed no tower doors failed under recover storage space. Fse logged into carefusion admin, started hya application, opened tower doors via hardware test application. Restarted med station with doors open and device booted and displayed message to close tower doors. The system functioned as intended after the field service engineer repaired the device.